Manufacturer narrative:
Citation: dowling c initial experience of the medtronic 34 mm evolut r valve: the (B)(6) implanters¿ registry. Journal of the american college of cardiology, volume 70, issue 18 supplement, (B)(6) 2017 doi: 10.1016/j.jacc.2017.09.659 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding initial experience of the medtronic 34 mm evolut r valve from the (B)(6) implanters¿ registry. The study population included 51 patients (mean age 79 years), all of whom were implanted with medtronic evolut r. The serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, moderate paravalvular leak (pvl), stroke, valve positioning difficulties and myocardial infarction (mi). Based on the available information these adverse events were attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.